Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made during the procedure to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous lesion exhibiting 80% stenosis located in the mid diagonal branch. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported that a balloon burst occurred during deployment of the stent while inflating to 16atm. The deployed stent remains in the patient. The patient is reported to be alive with no injury.

Manufacturer narrative:
Additional info: negative prep/purging was performed on the device prior to use, with no issues noted. Resistance was not noted while advancing the device to the lesion. The burst did not occur during first inflation. It occurred during a subsequent inflation (burst at 16 atm). The device was not moved or re-positioned in the lesion prior to the burst. Image review: a photograph and a video were provided for review. Both the photograph and video appear to show a balloon burst as a jet of contrast is visible exiting the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.